Event description:
It was reported that a user experienced hyperglycemia to 390 mg/dl after a recent infusion set change while using the ilet with subcutaneous insulin delivered by pen, then self-administered fast-acting insulin without fully disconnecting from the ilet for the recommended period, followed by a decrease to 75 mg/dl and subsequent recovery to 150 mg/dl after carbohydrate intake. Symptoms included asymptomatic hyperglycemia. Outcomes included transient disruption to diabetes management without medical intervention or hospitalization. Investigation included a customer interview and troubleshooting with education regarding proper management when taking external fast-acting insulin and the need to disconnect from the ilet for two hours. Investigation of this case revealed user technique and use error related to concomitant external insulin administration while remaining connected to the ilet. It was concluded that the device functioned as designed and that the event was attributable to user technique, with risk mitigated through education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.